Event description:
Failure of delivery system (balloon) of taxus stent to deflate. Partial deflation achieved after 20 minutes of different techniques / pressure manipulation enough to withdraw balloon from coronary but not possible into guiding catheter, therefore guiding catheter, wire 8 balloon removed in a block.